Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized for diabetic ketoacidosis, with blood glucose levels over 1100 mg/dl, after receiving this loaner insulin pump. The customer was upgraded since the event, and only wanted the packaging to return this insulin pump. Could not troubleshoot because the customer didn't have the battery in the insulin pump. Nothing further was reported.